Manufacturer narrative:
The tip of returned catheter was missing its tip approximately 5 mm in length. At the tip breakage site, the inner braids and the innermost polymer coating were stretched distally. Most of the braids were bent clockwise. These findings suggested counter clockwise rotation was applied to the catheter when the tip broke off, and the portion that hold on to the shaft tube became stretched and eventually detached as the catheter was removed from the anatomy. Based on the provided information and the investigation outcome, it was presumed that rotational force exceeding the product's design limit was inadvertently given to the catheter while its tip had been trapped by the target heavily calcified cto lesion. There was no indication of product deficiency.

Manufacturer narrative:
(B)(4). Single reporter exemption #: e2015028. The importer report number used for this report was generated from the importer registration number, current year, and a sequential number that matches the manufacturer report number. During processing this complaint, attempts were made to obtain complete event, patient and device information. The customer mentioned this event was very similar to the previously reported event where the same product with a different lot number was used and its tip got separated and remained in the vessel (reported as manufacturer report # 3003775027-2016-00182). It is possible that this event also involves tip separation and fragment being left in the patient. Investigation result: investigation of device could not be conducted since it was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. One similar case had been reported; however, it was concluded that the lesion had contributed to the device breakage and there was no anomaly in product quality. Based on the obtained information, it is presumed that rotational and pulling force exceeding the product's design limit might be inadvertently given to the microcatheter while the distal portion of the microcatheter tip was trapped in the lesion or the vessel. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and [malfunctions] separation.

Event description:
Reportedly, during pci for a heavily calcified cto lesion, a microcatheter got stuck and the physician torqued the catheter with both clockwise and counter clockwise rotations.